Event description:
A patient with new onset of chest pain was admitted for a cardiac catheterization. While removing the monorail, the shaft broke on a nc emerge® ptca dilatation catheter with a balloon (3mm diameter and 12mm length). All pieces removed without known harm to the patient.